Event description:
During vein harvesting, the coil became hot and separated from the device. As a result, a new harvesting kit needed to opened and used. No harm to the patient. The procedure was able to be completed. Vasoview hemopro endoscopic vessel harvesting system (B)(4). Lot# 300029546 exp. [Redacted date]